Manufacturer narrative:
The customer contacted a siemens customer care center and stated that quality controls on the day of event occurrence were within acceptable range. The customer performed a weekly maintenance on june 19, 2017. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and reviewed the error log. There were no errors on the day discordant result was obtained. The cse verified washing of the reagent probe and performed reagent probe alignments. The cse then checked the acid, base and wash station dispenses. The cse performed dark counts with and without cuvettes, checked the sample pump pressure, cleaned the sample syringe, and checked the acid and base pump for leakage. The cse replaced the acid and base reagents, performed the system priming, checked the system fluid connectors for proper fittings, and ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and concluded that the discordant result could have been obtained due to the issue with a sample syringe that was corrected when the cse cleaned the sample syringe. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample upon auto dilution (dilution factor 1:100) on an advia centaur cp instrument. The sample was initially run neat and had resulted greater than analytical measurement range. The result obtained upon auto-dilution was reported to the physician(s), who questioned it as it did not match the clinical picture of the patient. The sample was repeated neat on the same instrument, resulting greater than analytical measurement range. The sample was auto-diluted (dilution factor 1:100), resulting lower than that obtained with the previous auto-dilution run and matched the clinical picture of the patient. The customer re-spun the sample and ran it with a dilution factor 1:100, which resulted similar to the result obtained upon repeat auto-dilution run. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.